Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 5.5 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into the emergency department on (B)(6) 2015 with an active driveline fault alarm. The patient was asymptomatic. The system controller was exchanged and log files and x-rays were submitted. The x-rays showed a couple of suspect spots where there may be a thinning of the braided cable on the percutaneous lead. In addition, internal x-rays displayed an area of concern. On (B)(6) 2015, an external percutaneous lead replacement was attempted due to a suspect area of possible wire damage at the exit site. There were no open wires found when the phase interrupter tests were performed. When removing the white outer jacket of the percutaneous lead, gaps in the braided shielding were found. The braided shielding was found to be worn and frail after removing the bionate cover. The orange wire was severed at or beneath the skin line/exit site while stripping the wire for crimp connection. Per the doctor's request, the percutaneous lead replacement procedure was stopped. The percutaneous lead wires were secured an supported with rescue tape. The patient remained stable supported on batteries and a modified power module patient cable was requested for the patient's use. On (B)(6) 2015, the manufacturer's technical services team returned on site for an external percutaneous lead replacement. Hospital personnel exposed approximately 2.5 inches of the velour section of the driveline. The orange wire was found severed at the end of the silicone jacket before the velour section. At the customer's request, an external percutaneous lead replacement was performed after which the pump passed testing.

Manufacturer narrative:
The reported driveline fault alarms were confirmed via an onsite evaluation by the manufacturer¿s technical services representative. Review of the submitted log files confirmed driveline fault alarms, with no other adverse events or alarms. Technical services arrived onsite on 08/07/2015 and attempted an external percutaneous lead repair. Prior to the repair, all wires were found to be electrically intact. During wire stripping, the orange wire fractured just beneath the skin line, indicating that a majority of the inner conductors were fractured in that location. The partially fractured orange wire would have caused the reported driveline fault alarms. The hospital exposed approximately two inches of the velour/internal portion of the percutaneous lead to access the fractured orange wire. Approximately 23 inches of the external portion/distal end of the percutaneous lead was returned for evaluation. A previously applied clamshell repair was present on the percutaneous lead, and clear tape had been applied around the clamshell and the bend relief. Continuity testing of the percutaneous lead in its returned condition found all wires were electrically intact. Breakdown of the braided shield was noted along the length of the percutaneous lead. Visual examination and high potential testing of the underlying wires found no area of compromised wire insulation. On (B)(6) 2015, approximately three months following the repair, the patient was noted to experience low speed and pump stop events while operating on the power module. The events recorded in the submitted log file appeared consistent with a potential percutaneous lead wire compromise; however, percutaneous lead wire damage that would have caused these events could not be confirmed because the pump is not available for evaluation. The patient remains ongoing on lvad support with the ungrounded power module patient cable, and no further events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient is still on an ungrounded power module patient cable and the plan is to keep the patient on an ungrounded cable despite knowing that this will not fix the pump stoppages/electrical connections. The vad coordinator stated that the patient is too high risk for an exchange at this time and that they are aware of the potential complications associated with ungrounded power module patient cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that after the external percutaneous lead repair, there were no further issues until approximately 3 months later when the patient was connected to a power module and experienced pump stoppages. The patient was stable on batteries. Submitted log files to the manufacturer's technical services representative confirmed the pump stoppages and submitted x-rays were unremarkable. An ungrounded power module patient cable was requested for the patient's use.